Event description:
Customer reports lancet will not retract back into the softclix plus device after firing, resulting in an accidental needle stick (no medical treatment required). No adverse event reported. Requested return of suspect device and replacement was sent.